Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. Chiller pump replacement was required. Replaced chiller pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient temperature did not decrease in arctic sun device, setting temperature was 34c, patient temperature was 34.4c, water temperature was increased from 32c to 33c. Per follow up information received via email on 01feb2024. Device was under investigation. The issue was not yet resolved. No patient impact was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient temperature did not decrease in arctic sun device, setting temperature was 34c, patient temperature was 34.4c, water temperature was increased from 32c to 33c.